Manufacturer narrative:
(B)(4). Internal file number -(B)(4) : during processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. The hospitalization and treatment appear to be related to the operational context of the procedure re-admitted with complications of the artery following the procedure and other unspecified cardio vascular symptoms. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The reported patient effect(s) of additional therapy is listed in the xience sierra everolimus eluting coronary stent systems instructions for use, as known patient effect(s) of coronary stenting procedures.

Event description:
It was reported that two xience sierra stents (3.0x23mm and 3.0x38mm) were implanted on (B)(6) 2019. On (B)(6) 2019, the patient was re-admitted with complications of the artery following the procedure and other unspecified cardio vascular symptoms. Unspecified treatment was administered to the patient. Final patient outcome is reportedly unknown. No additional information was provided.